Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) explained the alarm to the home patient(hp). The tsr assisted the hp to close all clamps then cycle power to clear both system error 2240, and then system error 2367 alarm. The tsr advised the hp to discard supplies and finish therapy with a manual. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.